Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the tube was broken. This caused deterioration of the patient with seizures due to loss of medication and feed. The device was implanted on (B)(6) 2022 and broke on (B)(6) 2022. There was a fracture between the start of the stem and the button too. All meds and feeds were pouring out and it was difficult for emergency to figure out what was going on as the balloon was still inflating. The child deteriorated with increased seizure which they suspect was because she was losing her seizure medication. As a note, this is not a child that would not bump or pull on her tube to cause this kind of fracture. Per additional information received on (B)(6) 2022, the patient was seen in emergency and required intranasal medication to help resolve the seizure. At the time it was unknown what was wrong with the peg. It was simply noted to be leaking a lot and they thought it was leaking around the stoma. It was only when they saw the patient in the peg clinic that they thought it was probably the stem fractured which was confirmed when they removed it. The stoma was not at all loose, requiring a larger flow rate. The patient's usual meds that may have been lost due to the fractured stem include clobazam, levetiracetam, midazolam and sodium valproate. All of these medications are to manage seizures. It is not known how long they were not being adequately delivered for but did result in emergency presentation with uncontrolled seizures.

Manufacturer narrative:
A sample was not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. However, a corrective and preventive action has been initiated to address the reported issue.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. One sample was received for evaluation. A visual inspection and a functional test were performed according to procedure. The balloon was inflated with water and a leak was detected in the lower part of the tube. No rupture was found in the balloon. The reported issue was confirmed. The root cause of this issue will be determined by the supplier and will be documented under a supplier corrective and preventative action. This complaint will be used for tracking and trending purposes.